Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer alleged inpen in not working and not delivering insulin. The customer reported low blood glucose value of 35mg/dl. The customer treated blood glucose with carb intake. The event involved products mmt-105elblna. Troubleshooting was performed and customer use the inpen app¿s dose calculator. No further patient complications were reported. The products mmt-105elblna will be returned for analysis.

Manufacturer narrative:
No physical damage to cartridge holder, or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.05ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.